Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer consumed carbohydrates, glucose tablets and removed pump to treat low bg. Reportedly, the customer alleged pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Pump data logs were not available to determine a possible cause of the event. No additional patient or event information was available.